Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2012-03086. It was reported the patient is not receiving stimulation. The patient's physician believes the scs lead is fractured. The physician plans to replace the scs lead with a paddle lead and to replace the patient's scs ipg. There is no known problem with the scs ipg.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.